Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy, the device was able to prime and allegedly self-activated. It was further reported that another device was able to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The device was able to pass the drop test without self-activating. Additionally, the device worked properly under laboratory conditions and was able to prime and fire 30 times without issue. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. As the reported event could not be replicated, the investigation is unconfirmed for the reported self-activation. It is possible that the observed incomplete cannula tang engagement contributed to the reported event. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy, the device was able to prime and allegedly self-activated. It was further reported that another device was able to perform the procedure. There was no reported patient contact.